Event description:
Country of complaint: (B)(6). The needle is detached from the thread.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. A total of 12,024 units were manufactured and distributed, there are no units in stock. Without any closed sample an analysis cannot be performed in order to make a proper decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: on-going.